Manufacturer narrative:
(B)(4) 2016 bimonthly asr exemption e2013025 the total number of events for product classification code ftm is 22. Qty 1- pelvisoft acellular collagen biomesh qty 12-pelvisoft acellular collagen biomesh, 4cm x 7cm qty 6- pelvisoft acellular collagen biomesh, 6cm x 8cm qty 3- pelvisoft acellular collagen biomesh, 8cm x 12cm h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
(B)(4) 2016 bimonthly asr

Manufacturer narrative:
Exemption e2013025 original reporting time frame may 1, 2016 through june 30, 2016. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.